Manufacturer narrative:
(B)(4). The device was not available for sample evaluation; however, a retained sample was analyzed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Gravity and leak testing were performed with no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed near the white band of a solution administration set. There was no patient involvement. No additional information is available.